Event description:
While troubleshooting a leak the field service engineer (fse) found the coulter act diff 2 analyzer was generating incomplete platelets (plt) and hemoglobin (hgb) backgrounds during startup. The instrument was down. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on 4/24/2015. The fse confirmed the plt and hgb was failing backgrounds. The fse replaced the red blood cell (rbc) bath filters and the diluent reservoir, which repaired the failing backgrounds. The repairs were verified per established procedures. (B)(4).